Event description:
It has been reported to the co that the adaptors used with this electrode catheter are not secured and disconnect themselves easily from the catheter. There is no report of patient injury and the device is not being returned for the co's evaluation.